Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. E1-name- (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced quick disconnect connector cannot be removed because it was stuck on (B)(6) 2026.the blood glucose was high at the time of event and was treated via insulin pen.